Manufacturer narrative:
The investigation of the returned subject cpr3 programming head showed that it is cracked at the blue shell level. Falls on the floor are the most probable hypothesis to explain its status. During the investigation, it communicates well with implantable devices.

Event description:
Reportedly, the following cpr3 are broken and do not recognise the implantable devices.